Event description:
During a remote follow up, r wave amp variation, and low pacing impedance were noted on the right ventricular (rv) lead. The patient presented in clinic and a loss of capture was also noted on the rv lead. During the rv lead revision procedure, it was noted the rv lead was dislodged. During the repositioning of the rv lead it was noted the helix was unable to extend and the stylet was difficult to insert. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, a helix mechanism issue, the stylet could not insert, failure to capture, r-wave amp variation and low pacing impedance. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of a helix mechanism issue was confirmed. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of a helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported events of the stylet could not insert, failure to capture, r-wave amp variation and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts. The lead was evaluated with the stylet and did not find any restriction/obstruction.